Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of over 600 mg/dl. Blood glucose at the time of the call was 159 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea and treated with manual injection insulin pen. The customer was wearing the insulin pump at the time of admission. The insulin pump will not be returned for analysis at the moment.